Event description:
A medtronic representative reported that during an in-service of the stealthstation s7 system, the cranial application unexpectedly exited multiple times at different phases of the software and became unresponsive after registration. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2012. Preliminary evaluation of system logs indicates that the ipcvideosource was unable to properly handle new image data, and resulted in an abnormal exit. System is fully functional after computer replacement.

Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Manufacturer narrative:
Further testing of the suspect computer showed ram errors during extended memory testing in dimm slot a1. The ram was replaced in slots a1 and a2 and computer then passed all testing. No subsequent issues since computer replacement.

Manufacturer narrative:
The computer was replaced in the system in the field. No further issues have been reported since computer replacement. Suspect computer was received back by the manufacturer for testing. The computer performed properly during all testing. No fault found. Unable to determine root cause of event.